Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the bottom of display rubber buttons were worn out and could not be pressed. There was no patient involvement.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device on site. It was determined that this was a malfunction of the display, which the fse replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the display. The reported problem was confirmed.